Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, we could not determine if the indicated phenomena occurred because of malfunction of the device. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation. The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated or confirmed after multiple burn-in tests for multiple hours. A cause for the reported event was not found.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The evaluation has not been completed at this time. Additional information was obtained from the user facility through follow up communication after return of the subject device. The user facility determined that the problem was associated with a specific scope and the scope is believed to be the cause of the reported problem. The user facility has indicated that the suspect scope will be returned to olympus for evaluation/repair. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the light turned off during procedures and the nbi feature turned on at random times. There was no patient injury, associated with the problem, reported to olympus. This report is submitted due to a report of "the light turned off during procedures."